Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed sores under the ucor hfams patch. The skin irritation was described as red, raised, and itchy. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to leave the equipment off for 2 days in between changing the patch. Follow up indicated that the patient's skin irritation improved.